Event description:
It was reported to boston scientific corporation that an advantage fit system device was implanted into the patient during a procedure performed on (B)(6) 2014. Following procedure, the patient was reported to have suffered from injury, loss and damage in consequence of her faulty mesh implant. The patient had also experienced urgency, urge incontinence, bloating, nocturnal enuresis, stress incontinence, back pain and abdominal pain. She had also been affected psychologically.

Manufacturer narrative:
As per EU gdpr (general data protection regulation), only the patient's weight, gender, and age can be reported in any regulatory report. Thus, the patient's initials and date of birth will not be reported. The patient's age has been calculated based on the patient's dob and implant date. Date of event was approximated to (B)(6) 2014, implant date, as no event date was reported. This event was reported by the patient's legal representation. The implant surgeon is: (B)(6). Imdrf patient codes e1002, e2401 and e0206 capture the reportable events of abdominal pain, injury and damage, and psychologically affected.

Manufacturer narrative:
Block h11: blocks b5 and h6 have been updated based on the additional information received. Block a1: as per EU gdpr (general data protection regulation), only the patient's weight, gender, and age can be reported in any regulatory report. Thus, the patient's initials and date of birth will not be reported. Block a2: the patient's age has been calculated based on the patient's dob and implant date. Block b3 date of event: date of event was approximated to (B)(6) 2014, implant date, as no event date was reported. Block e1: this event was reported by the patient's legal representation. The implant surgeon is: (B)(6) hospital, dunfermline. Block h6: patient codes e1002, e2401 and e0206 capture the reportable events of abdominal pain, injury and damage, and psychologically affected.

Event description:
It was reported to boston scientific corporation that an advantage fit system device was implanted into the patient during a procedure performed on (B)(6) 2014. Following procedure, the patient was reported to have suffered from injury, loss and damage in consequence of her faulty mesh implant. The patient had also experienced urgency, urge incontinence, bloating, nocturnal enuresis, stress incontinence, back pain and abdominal pain, and discomfort. She had also been affected psychologically.